Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, cystocele, stress incontinence, rectocele, menometrorrhagia, cystourethrocele, post coital bleeding, menometrorrhagia, appendectomy and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included estradiol (minivelle), fluoxetine hydrochloride (prozac), ibuprofen, iron and varenicline tartrate (chantix). In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), urticaria ("rashes or skin conditions ¿ hives"), rash ("rashes or skin conditions ¿ rashes") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, mood swings, feeling abnormal, depression, anxiety, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, urticaria and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and back pain had resolved. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, menorrhagia, migraine, mood swings, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 214lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion. Imaging procedure - in (B)(6) 2003: essure device was placed successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet was received. Event added from pfs- rashes, hives, back pain. Reporter information, medical history, concomitant drug were added. On 13-feb-2020: plaintiff fact sheet received. Lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, cystocele, stress incontinence, rectocele, menometrorrhagia, cystourethrocele, post coital bleeding, menometrorrhagia, appendectomy and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included estradiol (minivelle), fluoxetine hydrochloride (prozac), ibuprofen, iron and varenicline tartrate (chantix). In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), urticaria ("rashes or skin conditions ¿ hives"), rash ("rashes or skin conditions ¿ rashes") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, mood swings, feeling abnormal, depression, anxiety, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, urticaria and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and back pain had resolved. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, menorrhagia, migraine, mood swings, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 214lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion. Imaging procedure in (B)(6) 2003: essure device was placed successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, cystocele, stress incontinence, rectocele, menometrorrhagia, cystourethrocele, post coital bleeding, menometrorrhagia, appendectomy and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included estradiol (minivelle), fluoxetine hydrochloride (prozac), ibuprofen, iron and varenicline tartrate (chantix). In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), urticaria ("rashes or skin conditions ¿ hives"), rash ("rashes or skin conditions ¿ rashes") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, mood swings, feeling abnormal, depression, anxiety, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, urticaria and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and back pain had resolved. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, menorrhagia, migraine, mood swings, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 214lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet was received. Event added from pfs- rashes, hives, back pain. Reporter information, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, cystocele, stress incontinence, rectocele, menometrorrhagia, cystourethrocele, post coital bleeding, menometrorrhagia and appendectomy. Previously administered products included for an unreported indication: ibuprofen. In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, menorrhagia, migraine, mood swings, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received. Events hormonal changes describe: mood swings and brain fog, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and anxiety, migraines / headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), weight gain were added. Medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.